Event description:
Event description guidant received information that after the ventricular lead was positioned during the implant of this pacemaker, pacing was occurring through the pacing system analyzer (psa). The atrial lead was inserted into the header, followed by the ventricular lead, after which no pacing and/or no capture were observed on the ventricular channel. The issue continued after the physician tightened down the set screws and even after the lead was removed from the device and reconnected to the psa. Chest compressions were performed for 2 minutes on the patient until pacing resumed through the psa. The physician implanted a different pacemaker and at that time verified appropriate position of the ventricular lead.